Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 13-mar-2020.

Event description:
The customer reported the unit freezes during configuration. The customer confirmed the device is freezing during use. Error logs found indicating 35 v (volt) supply failed, back up alarm failed and auxiliary alarm supply failed. The device did have patient involvement at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
G4: 23nov2020; b4: 24nov2020. A power management (pm) printed circuit board assembly (pcba) was returned for analysis. Visual inspection of the pm pcba revealed no evidence of damage or contamination. An investigation was performed and the pm pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 21jun2020. B4: 06jul2020. The service technician confirmed the unit has been repaired by a third party technician and despite serval attempts to request repair details, service technician was not able to provide repair details. . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 08may2020. B4: 11may2020. The service technician confirmed the unit has been repaired however, repair details are still being confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.